Manufacturer narrative:
Exact patient age is unknown but is over 18 years.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient did not follow up with any complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.